Event description:
Reporter indicated that device diagnostic test at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reportable that the (eri) elective replacement indicator was no, indicating that the generator had not reached end of service. The patient cannot communicate whether or not they feel device stimulation. The patient has not suffered any recent injury or trauma that may have damaged the ncp system.

Event description:
Further follow-up revealed that during the revision surgery, there appeared to be a sharp turning of the electrode at the level of the pulse generator at approximately 180 degrees, which may have been the reason for the reported lead break. It was also reported that the pt had experienced an increase in seizures. A portion (30cm) of the lead was returned for analysis. The lead pins showed evidence that there was a proper mechanical and electrical connection between the lead pin and the pulse generator. A coil break occurred at the end of the negative coil portion attached to the pulse generator was observed. The lead assembly appears to have been twisted and has abrasion along 1-10cm from the connector bifurcation. Also abrasion on the outer silicone tubing and twisted appearance was seen on the lead assembly. The appearance of the negative coil end shows pitting or electro-plating conditions have occurred. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the broken coil wires. The concomittant device (pulse generator) was also returned and analyzed. The pusle generator met final electrical test specifications. The cause of the broken lead coil that has appeared to be twisted is typically due to the pt twiddling the device.